Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11. No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure.

Manufacturer narrative:
Due to character limit in block e1 event site name is (B)(6). A supplemental report will be submitted upon completion of our investigation. Complaint ID#: (B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) catheter ruptured two days after insertion.

Manufacturer narrative:
Updated fields: b4, b5, g1, g3, g6, h6 (health effect ¿ clinical code, health effect ¿ impact codes ), h11. No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure.

Event description:
It was reported that the intra-aortic balloon (iab) catheter ruptured two days after insertion, no patient harm or injury reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: e1 (initial reporter, event site email). Due to character limitation in block e1: initial reporter: (B)(6). No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure.